Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the atrial channels. Further evaluation of the device is expected to completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.